Manufacturer narrative:
Die log file of the affected device was made available and analyzed. Based on the log file review the reported event could be confirmed. Due to a faulty hdd of the infinity medical cockpit c500 the device performed restarts. The log file shows that the device was turned off by rocker switch while the cockpit restart was performed on march 20th, 2023 at 07:46 pm. After the device was turned on again on march 22nd, 2023 at 03:48 pm the device continued to repeatedly perform restarts indicating a permanent cockpit failure. The ventilation was not affected by this cockpit malfunction but continued as set as it was also reported for the current event. The faulty hdd of the cockpit has to be replaced prior to next patient use. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure the user will be alerted to this condition by an audible alarm. In case of a cockpit failure the ventilation would continue independently. Relevant ventilation parameters are displayed on the oled-display of the ventilator. In the current event no patient health consequences were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a "hdd failure" was displayed on the screen during the use of the device. However, when the message appeared on the screen, the oled on the main unit was still displayed and ventilation seemed to be operated. There were no patient health consequences reported.